Event description:
The customer reported the system locked up during cine playback. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive. The system operates as intended.